Manufacturer narrative:
H6: conclusion code remains unchanged. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: 11/??/05: [missing records: records for the CT scan showing ¿significant anterior left lower quadrant abdominal wall fascial defect with herniation of small bowel¿ were not provided.] (B)(6) 2006: (B)(6) health. (B)(6), md. Office notes. Noted to have 1-year history of increasing symptomology of left abdominal wall hernia, increasing in size. History of laparoscopic cholecystectomy 1993, partial hysterectomy 2004, smoking. Weight 94.6 kg. Abdomen: protuberant, infraumbilical midline incision. Large lump left lower abdominal wall. CT november 2005 demonstrates significant anterior left lower quadrant abdominal wall fascial defect with herniation of small bowel. Impression: recommended for abdominal hernia repair. Due to the area of this region we do not feel patient would be good candidate for laparoscopic ventral hernia repair. Will approach as open. The patient will be given subcutaneous heparin on day of surgery. ??/??/??: [missing records: records for the CT scan showing ¿ventral incisional hernia¿ were not provided.] (B)(6) 2006: (B)(6) health. (B)(6), md. Operative report. Preoperative diagnosis: ventral incisional hernia. Postoperative diagnosis: ventral incisional hernia. Procedure: open ventral hernia repair with mesh. Indications: this a very pleasant lady who had a gynecologic procedure through a low midline incision and sustained a ventral incisional hernia that was documented on CT scan. She is taken to the operating room at this time for repair. Description: ¿after informed consent was ascertained, the patient was taken to the operating room and placed on the operating table in the supine position. After adequate general endotracheal anesthesia was achieved, the patient was prepped and draped in the usual sterile fashion. A foley catheter was placed. The old incision was entered and through some tough scar tissue, the hernia defect was identified and the surrounding adhesions were taken down. The hernia sac was entered and the bowel adhesions were taken down and the fascia was freed approximately 3 to 4 cm circumferentially around the hernia defect. There was a smaller hernia defect that was at the umbilical area that was closed primarily with #0 looped pds. The resulting defect measured approximately 10 x 5 cm and a piece of gore-tex mesh was used and tailored to the defect, and it was placed on the ventral surface of the fascia and sutured with gore-tex sutures in a parachute fashion. The wound was copiously irrigated. The fascia was reapproximated over the gore-tex to protect it and a #19 blake drain was placed into the subcutaneous tissue. The patient tolerated the procedure without incident. The skin was closed with the use of staples and the drain was secured to the skin using a #2-0 nylon suture. Hemostasis was ascertained and the patient tolerated the procedure without incident and was transferred to the recovery room in stable condition. All sponge, instrument, and needle counts were correct x 2 at the end of the case.¿ product identification records for the alleged gore device were not provided. ??/??/??: [missing records: records for the CT scan showing ¿large abscess on abdominal wall¿ were not provided.] (B)(6) 2006: (B)(6) health. (B)(6), md. Discharge summary. History of obesity. Exam on admission: CT scan shows large abscess on abdominal wall. Distended, midline incision with steri-strips intact. Incision erythemic. Left lower quadrant 1 -2 cm wound. Complaints of fever, nausea, abdominal pain. Admitted, antibiotics. Abdominal incision opened, drained, cleansed. Vac dressing at home when available. Wound currently measures 9 x 5 x 5.5. (B)(6) 2006: (B)(6) health. (B)(6) , np. Discharge instructions. Postoperative infection. Activity: climb stairs as tolerated, do not lift heavy objects or children more than 10 pounds. Take shower with back to water, pat dry, do not bath until approved by surgeon. Monroe county visiting nurse services dressing, vac dressing. ??/??/??: [missing records: an operative report for the ¿ventral hernia repair at strong in the last two years¿ was not provided.] (B)(6) 2017: (B)(6) hospital. (B)(6), md. Operative report. Preoperative diagnosis: severe chronic recurrent abdominal pain. Postoperative diagnosis: severe chronic recurrent abdominal pain. Operation: diagnostic laparoscopy, extensive laparoscopic lysis of adhesions and instillation of seprafilm slurry. Complications: none. Indications: the patient was referred because of unrelenting severe periumbilical abdominal pain. She had undergone multiple surgeries in the past including hysterectomy as well as ventral hernia repair at strong in the last two years. She presents now because of unrelenting severe pain. She has had a negative cat scan, negative colonoscopy. She is referred because of the ongoing pain without any obvious cause. Findings: ¿there was evidence of previously placed intraperitoneal mesh in the right lower quadrant in the suprapubic area, I could not tell if this was biologic mesh or possibly pfte. The small bowel and omentum were densely adherent to the mesh as well as to the anterior abdominal wall in the upper abdomen. There were numerous omental adhesions as well as a small amount of adhesions to the mesh and to the abdominal wall. The liver grossly appeared normal. The pelvis was clean.¿ description: ¿with the patient under general anesthesia, the abdomen was prepped and draped in the usual sterile fashion. Pneumoperitoneum was introduced into the left upper quadrant with a veress needle followed by placement of a 5 mm visiport trocar. Under direct visualization, a 5 mm trocar was placed left mid, left lower, and epigastric regions. Through a combination of these four ports, all the adhesions to the anterior abdominal wall were carefully taken down. The adhesiolysis required approximately 45 minutes to complete. A small piece of mesh was taken and left in continuity with the bowel to avoid injury to the bowel. This was at the level of the lower mid abdomen between the umbilicus and the suprapubic region. Once all the adhesions were release, careful inspection revealed no evidence of bleeding, no evidence of bowel injuries. Three sheets of seprafilm were pulverized, dissolved in 100 ml of saline and instilled onto all dissected surfaces as a seprafilm slurry. A 15 round jackson-pratt drain was then placed in the pelvis, brought through the upper epigastric trocar site and secured to the skin. Pneumoperitoneum was released. Skin incision was closed with 4-0 chronic and dermabond. Sterile dressing was applied. The patient was then returned to the recovery room in stable condition. Preop and postop time-out was performed. Preop antibiotics and dvt prophylaxis were given in accordance with strict guidelines.¿ (B)(6) 2017: [missing records: a pathology report detailing analysis of the device removed during the (B)(6) 2017 procedure was not provided.] A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that although the brand name and lot# of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
D4: updated brand name. H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. No further investigation is required at this time. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as false no problem detected and ¿withdrawn." Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. The alleged ¿gore-tex¿ mesh is being captured as gore-tex® soft tissue patch for product surveillance purposes. It should be noted that the gore-tex® soft tissue patch instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. After multiple requests, product identification information was not provided for this device and thus it could not be confirmed to be a gore hernia device. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions: d17: appropriate code/term not available. For ¿withdrawn complaint¿. H6: health effect impact code: f24: insufficient information. H6: medical device component: g04088: membrane. This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. No further investigation is required at this time. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as insufficient information and no findings available and will be closed as ¿withdrawn¿ and ¿cause not established¿. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. The alleged ¿gore-tex¿ mesh is being captured as gore-tex® soft tissue patch for product surveillance purposes. It should be noted that the gore-tex® soft tissue patch instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. After multiple requests, product identification information was not provided for this device and thus it could not be confirmed to be a gore hernia device. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. (B)(6). It should be noted that although the brand name and lot# of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.

Event description:
It was reported to gore that the patient underwent open ventral hernia repair on (B)(6) 2006 whereby a "alleged gore device" was implanted. The complaint alleges that on (B)(6) 2007, an additional procedure occurred whereby the "alleged gore device" was partially explanted. It was reported the patient alleges the following injuries: partial removal of mesh, severe chronic pain, extensive lysis of adhesions. Additional event specific information was not provided.